Event description:
The initial reporter alleged a discrepant result when using the kit cobas 6800/8800 wnv 96t ivd assay on the cobas 6800 analyzer. The allegation involves a sample that generated a reactive result with the kit cobas 6800/8800 wnv 96t ivd assay. The same sample was tested using an in-house polymerase chain reaction (pcr) assay, which generated a non-reactive result.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas® wnv assay performed within specifications. A review of the data confirmed that the alleged sample exhibited robust, sigmoidal growth curves, indicative of true viral amplification. Target positive controls also demonstrated robust and sigmoidal growth, confirming proper assay functionality. The most likely cause of the discrepant result was attributed to differences in sensitivity between the cobas® wnv assay and the in-house pcr assay used by the customer. No additional allegations or indications of a product performance issue were identified during the investigation.